Manufacturer narrative:
(B)(4) - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on(B)(6) 2024 & (B)(6) 2024, the five infusion set was leaking at site and infusion set is used for couple of hours. The blood glucose level was 450 mg/dl, and it is addressing the issuing due to correction injection via mdi. No further information available.